Event description:
Customer's spouse reported that the customer experienced low blood glucose around 40 mg/dl. It was stated that the educator did make changes to the basal rate settings. She also complained about the serter not inserting the infusion set properly and the customer having site issues because if that. Spouse mentioned that the customer has been in the hospital twice but it was due to not knowing how much insulin to inject.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.